Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Event log was reviewed and confirms the system error alarm.

Event description:
On 11/30/2023 infutronix was made aware that pump # (B)(6) began giving system error alerts while infusing. The pump was returned for evaluation.